Event description:
Customer reported the panorama central station's display went blank, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system. Corrections included clearing the system's error logs and rebooting the system. System was safety tested to factory's specifications.